Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed as a result. H3 other text : see h.10.

Event description:
It was reported that 10 insyte 24ga x 0.75in catheters were difficult to unsheathe before use, and some broke when attempting to do so. The following information was provided by the initial reporter, translated from spanish to english: "nurses refer catheter difficult to unsheathe, when removing the catheter and sometimes it happens to take and breaks. It makes it difficult for them to enter."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 10 insyte 24ga x 0.75in catheters were difficult to unsheathe before use, and some broke when attempting to do so. The following information was provided by the initial reporter, translated from spanish to english: "nurses refer catheter difficult to unsheathe, when removing the catheter and sometimes it happens to take and breaks. It makes it difficult for them to enter."